Event description:
On (B)(6) 2022 fujifilm healthcare americas corporation received a complaint regarding oasis xp 1.2t open MRI system. It was reported that a (B)(6) year old patient complained that the scanner was really loud and had a smell to it. He called back the day after the scan stating that his ears were still ringing. The patient was concerned if the machine was working properly. No additional information was provided. There is no death or serious injury associated with event. This event is being reported in an abundance of caution.